Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm, keypad anomaly and also had hardware low level failure alarm. The customer¿s blood glucose level was 125 mg/dl. Customer stated that they did not receive a low battery alert prior to the replace battery alarm. Customer stated that they did not receive a low battery alert prior to the replace battery alarm for second time. It was reported that they had performed self test and received hardware low level failure alarm. It was reported that the back button was responding, it appears that it was not shutting off and buttons not responding was advised to remove the battery and change it second battery failing as per trainer replace battery. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly.